Event description:
Pt admitted with ventricular tachycardia. Chest xray revealed obvious fracture of lead. On 3/17/1993 pt had implantable cardioverter defibrillator with generator in the left abdominal area & a transvenous lead system. The generator's battery life was 6-9 months from near end of life at time of incident. A new ICD generator & leads were placed.